Event description:
Contact reports that approximately nine months after implantation, the interbody cage as removed and replaced due to migration. A surgical intervention was performed, a medwatch report is being filed.

Manufacturer narrative:
Depuy spine has requested return of the interbody cage for evaluation. No conclusions can be made at this time. The most likely cause of the event is excessive force placed on the cage during insertion. This type of event is not unanticipated and the instructions for use (IFU) supplied with the device warn against the use of excessive force. A follow up medwatch report will be filed if the evaluation of the returned device reveals something other than that which is stated above.